Manufacturer narrative:
Product is lost.

Event description:
The user facility reported that the tourniquet split during a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The reported event was confirmed evaluation of the returned unit. During visual inspection, no rupture or defects were observed. The tourniquet was functionally tested with the smartpump, and it was not able to inflate. Further inspection disclosed an opening in the rf welding area of the bladder.

Event description:
The user facility reported that the tourniquet split during a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.